Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 5086mri45, implantable pacing lead, implanted: 2012-(B)(6) product ID rvdr01, implantable pulse generator (ipg), implanted; 2012-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead experienced gradually increasing thresholds since implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that electrical resistance and cross continuity test results were within specifications.